Event description:
It was reported that the healthcare provider (hcp) was going to decrease the patients personal therapy manager (ptm) dose and then decided to program it back to the default/previous programming. It was noted that when the hcp entered the ptm dosing, the duration of the ptm bolus was ¿00:12 min¿ it was previously ¿00:01 min.¿ it was noted that the previous patient activation(pa) bolus was 1.861mg. It was noted that on programming log, instead of having a ptm bolus amount of 1.861mg, it was a bolus amount of 0.100mg. The pump system was delivering morphine. Additional information received reported the hcp was planning on decreasing simple continuous from 1.565mg/day to 1.406mg/day. It was reported that they had programmed the pa dose incorrectly at ¿1.861mg, instead of the intended pa dose of¿ 0.100mg.¿ it was noted that they were planning on adjusting to correct programming as patient was still in the clinic. Additional information reported that everything worked out well. The event logs showed the correct refill date and pa dose. Additional information received reported that they were able to perform the programming correctly and there were no patient symptoms or issues.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter; product ID neu_unknown_prog, product type programmer, physician. (B)(4).